Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still under investigation.

Event description:
The customer reported that the device failed to detect a test load connected to the pads/paddles ECG.